Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the excel t-handle broke when it fell on the floor during surgery. Update (B)(6) 2017 after review of (B)(4) and the notification from the metallurgy evaluation of the excel t-handle on (B)(6) 2017, the previous MDR decision made by this customer quality clinical specialist will be revised. It is has been identified that the failure of the product discovered through the metallurgy assessment on (B)(6) 2017 was that the device was broken prior to its fall to the floor and that a reportable malfunction has taken place and will be reported accordingly.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.